Event description:
Attempted to start IV. Had patent IV in her hand and attempted to remove needle. It pulled out of the tubing but remained stuck somewhere in the unit. The inability to remove needle caused IV to infiltrate. After removal of IV, still unable to remove needle from the unit using excessive force. IV used was a 22 gauge bd nexiva lot number 0147311; exp. Date: 2023-04-30. Manufacturer response for nexiva closed catheter system, nexiva closed catheter system (per site reporter) report taken will send to product evaluation team.